Event description:
The customer reported that they received an erroneous result for one patient sample tested for estradiol. The sample initially resulted as 41 pg/ml and it was not known if this value was reported outside of the laboratory. The sample was repeated using "lc/ms/ms" and the result was "no detectable e1 or e2", < 2 pg/ml. The lc/ms/ms result was believed to be correct. The patient was not adversely affected by the event. The estradiol reagent lot number was 16424101 with an expiration date of 11/30/2012. The field service representative was not able to determine a cause. He states that estradiol is no longer available on this analyzer as the assay is no longer being tested on the instrument. He ran performance testing. All checks passed and the instrument is operational.

Manufacturer narrative:
A specific root cause could not be determined. Calibration and quality controls were within specification, a general reagent issue is not apparent. The field service representative did not identify an instrument issue. Patient sample is not available for further investigation. Based upon information provided, the most reasonable cause for the elevated estradiol results might be a high blood concentration of biotin caused by the multivitamin (daily) tablets the patient was taking. Biotin concentrations of > 5mg biotin per day is listed as a limitation in the reagent package insert.

Manufacturer narrative:
Medication:glucosamine-chondroitin (glucosamine chondr complex po) therapy dates: asku.